Event description:
Patient notified rn of "wet arm". Rn assessed pulmonary artery catheter site, and small leak was noted to be coming out of pulmonary artery catheter. Per consultant for heart transplant, catheter will be changed the next morning. In the meantime the central venous pressure port was clamped (lumen of possible leak) and re-dressed. After continued leaking, it was decided that an internal jugular would be placed and meds would go through there until the next morning when a replacement pulmonary artery catheter can be placed.